Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported perforation could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturing reference: 3008452825-2016-00084, 3008452825-2016-00087. During a repeat premature ventricular contraction procedure, a cardiac tamponade occurred. After mapping the left ventricle, an arrhythmia could not be induced. Near completion of the procedure with no ablation performed, the patient experienced back pain and tachypnea. A transthoracic echocardiography revealed normal aortic flow and no signs of a cardiac tamponade or aortic dissection. After removal of the catheters, the patient experienced throat pain. A second transthoracic echocardiography confirmed a cardiac tamponade, for which a pericardiocentesis was performed. The patient was transferred to the ICU in stable condition. There were no performance issues with any sjm device.